Event description:
It was reported that the patient had their ipg explanted and replaced. Effective therapy was established post-op.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may be pending to address this issue.